Event description:
This complaint was created due to the finding of maude report number mw5156217. The account and contact information for this report are unknown. The current complaint database has been researched for this event and there were no findings. According to the report, on an unspecified date, ¿disposable cautery tips(conmed) included in medline spinal fusion packs are sparking¿. The report further indicates that one patient was involved and that this was a product problem report and not an adverse event report, thus it is determined that there was no impact or injury to the patient. No other useful device or procedural information was provided. As the reporter did not identify the device name, a review of medline shipping history was conducted. The 134006 was chosen to stand in as the device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: use lowest possible power setting on the conmed abc® electrosurgical generator capable of achieving the desired surgical effect. Use shortest effective abc® activation time necessary. Prolonged use of the handpiece causes the tip to become very hot and the tip remains hot for a period after use. Do not allow the tip to come in contact with the patient or others after activation to avoid burns. We will continue to monitor for trends through the complaint system to assure patient safety.